Event description:
A technician reported the patient had corneal infiltrates in the left eye two weeks post lasik. Patient is being treated with steroid drop. Patient's symptoms have improved and has stopped the steroid drop.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).